Event description:
It was reported that the lens vaulted asymmetrically approximately 2 months post implant. The lens was repositioned. The surgeon indicated the likely cause of the event was capsule fibrosis. Posterior capsule opacification was also observed. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.